Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of prime with non-zero force had occurred but no loss of cartridge detection or loss of prime with zero force had occurred. During testing, the pump was exercised for 24 hours and no loss of prime or loss of cartridge detection occurred. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
During investigation a dislodged display screen and partially dislodged force sensor pins were observed.